Event description:
It was reported that during procedure for multiple tandem aneurysms in the c4-c6 segments of the internal carotid artery ica, when the subject stent was being delivered and deployed through the tortuous c4 segment of the vessel, the middle section of the stent failed to open properly, and there was a lack of synchronization between the stent and the delivery wire, suggesting possible stent deployment. The physician then withdrew the entire assembly and attempted the procedure with a new stent, which allowed the surgery to be completed successfully. After the procedure, the physician attempted to advance the stent on the table and confirmed stent deployment. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.